Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device(vcd)was opened on a sterile field and the balloon burst during prep. A second 5f mynx control vascular closure device (vcd) of the same lot was opened ,the balloon would not fill one drop of contrast visible on fluoroscopy. A 3ml 50/50 contrast and saline in syringe were used. The device deployed with successful closure. Hemostasis was achieved with the use of the mynx device . A 5f non cordis sheath was used. The deployer was mynx certified . The device was prepped according to the instructions for use.the femoral arteries were suitability verified on angiography or venography ,including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial . The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site.the devices will be returned for evaluation..

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device(vcd)was opened on a sterile field and the balloon burst during prep. A second 5f mynx control vascular closure device (vcd) of the same lot was opened, and the balloon would not fill one drop of contrast visible on fluoroscopy. A 3ml 50/50 contrast and saline in syringe was used. The device deployed with successful closure. Hemostasis was achieved with the use of the mynx device . A 5f non cordis sheath was used. The deployer was mynx certified . The device was prepped according to the instructions for use. The femoral arteries were suitability verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel type was arterial . The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The product was returned for analysis. A non-sterile 5f mynx control vascular closure device involved in the reported complaint was returned for investigation. Per visual analysis, buttons 1 and 2 were not depressed with the stopcock open. The sealant remained in the manufacturing position. The syringe was not connected to the device. The procedure sheath was not returned. In addition, 4 sterile 5f mynx control vascular closure devices from the same lot, f2210403, were returned for evaluation. Three samples were randomly chosen from the returned sterile units for visual inspection. It showed that devices were returned in their original packaging, but not in a control temperature condition. No visual damages/anomalies were observed on the returned units. Per functional analysis, inflation/deflation test was performed on the non-sterile device, and the results revealed a leak in the balloon. Inflation/deflation test was also performed on the 3 sterile samples. It was observed that the balloon was inflated, and pressure was maintained with proper functioning of the inflation indicator for all the device as per the mynx control IFU. Per microscopic analysis, visual inspection at high magnification revealed a taper-to-taper tear in the balloon of the returned device. A product history record (phr) review of lot f2210403 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-during prep¿ was confirmed during analysis of the returned device. The exact cause of the reported events could not be conclusively determined. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.